Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in diabetic ketoacidosis (dka). The customer reverted to using insulin injections to for insulin therapy. The customer did not provide further information at the time of the report. Although multiple requests were made to contact the customer, no replies were received. No additional information was provided.